Event description:
The angiojet was property set up by the tech for use by the doctor. The possis machine displayed an overpressure error. Tech repeated the set up process two more times in an attempt to correct the error without success. A new catheter was opened and the system worked without further delay or complications.====================== manufacturer response for catheter, thrombectomy, angiojet dvx======================no response.